Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with inappropriate auto mode switching episodes that were due to noise oversensing on the atrial lead. The patient was stable and the lead is being monitored. No further information is available.